Event description:
It was reported that the 5mm offset endofemoral aimer did not work during a cruciate ligament repair procedure. A backup was used to complete the procedure. A delay of less than 30 minutes was noted. No injury or complications were reported.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).